Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Unable to perform complaint lot history check for unknown lot number for needle clog. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to deliver insulin/medication, and an inability/difficult to prime during use. The following information was provided by the initial reporter: material no. 320122, batch no. 9148670, unknown. Insulin does not push thru/ its clogged when she tries to use it on her skin. It happens for atleast 4-5 needles at a time. It does not work very other time. She uses twice a day. Sometimes nothing comes out during the priming. She gets 50 needles per bag. Does not work during injection: incident date-(B)(6) 2019 ; she did not do the priming today occured-1, item# 320122, lot# 9148670; expiration date-05-31-2024. Does not work during the priming: incident date-unknown, occured-2, item# 320122, lot# 9148670; expiration date-05-31-2024. Issue: nothing came out of the needle when she pushed thru, during the injection and during the priming has happened in the past. Incident date-unknown, occurred -unknown, item# 320122, lot# unknown . Consumer uses new needle each time of her injection, only sometimes she visually test the needle to see if it is straight. Advised consumer to test it visually before she uses. Consumer does not do the priming all the time, she assumes it works. She firmly attaches the pen needle on to the pen. She rotates the injection site. She is not sure if she is doing something wrong, advised consumer to let the doctor know when she sees the doctor next to go over the instruction.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9148670, medical device expiration date: 2024-05-31, device manufacture date: 2019-05-28, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to deliver insulin/medication, and an inability/difficult to prime during use. The following information was provided by the initial reporter: material no. 320122 batch no. 9148670, unknown. Insulin does not push thru/ its clogged when she tries to use it on her skin. It happens for atleast 4-5 needles at a time. It does not work very other time. She uses twice a day. Sometimes nothing comes out during the priming. She gets 50 needles per bag. Does not work during injection: incident date: (B)(6) 2019 ; she did not do the priming today. Occured: 1. Item#: 320122, lot#: 9148670; expiration date: 05-31-2024, does not work during the priming: incident date: unknown, occured: 2, item#: 320122, lot# 9148670; expiration date: 05-31-2024. Issue: nothing came out of the needle when she pushed thru, during the injection and during the priming has happened in the past. Incident date: unknown, occurred: unknown, item#: 320122, lot#: unknown. Consumer uses new needle each time of her injection, only sometimes she visually test the needle to see if it is straight. Advised consumer to test it visually before she uses. Consumer does not do the priming all the time, she assumes it works. She firmly attaches the pen needle on to the pen. She rotates the injection site. She is not sure if she is doing something wrong, advised consumer to let the doctor know when she sees the doctor next to go over the instruction.